Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched. The customer replaced the sodium electrode to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous low patient results for sodium on the unicel dxc 600 pro synchron system. The erroneous results were reported outside of the lab. There was no change in patient treatment in association with this event.